Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) right and left ventricular (rv/lv) pacing was not as expected, presumably by the clinic due to a right atrial (ra) lead dislodgement, based on electrograms and ra loss of capture, resulting in rv oversensing. No x-rays were performed due to physician's discretion. The rv automatic thresholds feature was turned off. Subsequently, this ra lead brady therapy was turned off as well and the crt-d was reprogrammed to vvir due to this issue. This ra lead remains implanted and no additional adverse patient effects were reported.